Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a penetrating aortic ulcer and was treated with a tge343410/12772820 conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2019, follow-up computed tomography imaging identified kinking of the endoprosthesis toward the interior or invagination due to poor positioning of the endoprosthesis due to anatomical constraints or oversizing. This was not seen in previous imaging examinations.

Manufacturer narrative:
UDI for conformable gore® tag® thoracic endoprosthesis tge343420/14253461 reported involved in this event: (B)(4). Results code 1, code 213 a review of the manufacturing records verified that item# tge343410 with lot# 12772820 and item# tge343420 with lot# 14253461 reported involved in this event met all pre-release specifications. Results code 2, code 213: our imaging evaluation results confirmed lack of wall apposition at the proximal part of the conformable gore® tag® thoracic endoprosthesis tge343420/14253461, and not, as was reported, at the junction between the proximal device and the tge component distal to it. As lack of wall apposition does not meet our criteria as a reportable incident, this medwatch report is being retracted.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a penetrating aortic ulcer and was treated with a tge343410/12772820 conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2016, an additional conformable gore® tag® thoracic endoprosthesis tge343420 was implanted as a proximal extension to the initial stent to treat a new dissection presenting as a bleeding in the patient¿s fragile aortic wall. On (B)(6) 2019, follow-up computed tomography imaging identified discrete lack of wall apposition at the junction of the initial tge343410 and the proximal tge343420 component due to what was described as a ¿stress zone¿. Reportedly, the infolding does not impede blood flow and there are no clinical sequelae to the patient.